Manufacturer narrative:
Retention products were tested with hcg quality control cut-off standard (25miu/ml) and high level hcg clinical urine (208.6iu/ml, 213.7iu/ml, 214.6iu/ml). All devices yielded expected positive results at read time. No false negative results were obtained during in-house testing. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. Case details do not indicate if the urine sample was a first morning catch. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the patient presented to the facility to confirm her pregnancy after experiencing "normal pregnancy symptoms", such as sore and enlarged breasts and missed period after unprotected intercourse or failed birth control. The patient was instructed to collect her own urine sample and test it on the consult hcg dipstick while being supervised by a user at the facility. The test produced a negative result, while an alternate test brand that was run at the same time produced a positive result. The name of the alternate test brand is unknown. The patient was not sent for confirmatory testing. Troubleshooting was conducted with the customer. The customer was advised on possible causes of false negatives, including technique, storage, handling and patient factors such as level of hcg. The customer was also instructed that the product is for professional use only and that the patients should not be testing the product themselves.